Manufacturer narrative:
No unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end capsticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 498 mg/dl. The customer treated with injection. The customer also reported no delivery alarm. Customer declined to troubleshoot for high readings. The customer reported the infusion set cannula to appear crimped. The product was returned for analysis.